Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a lack of stimulation for about 3 months. His right leg felt numb from his toes to his hip. He described the numbness as feeling as if his leg was asleep and stated he had to drag it to walk. The patient reported that he was "lifting something that weighed about 125 pounds and then had to drop it quickly" the day before the numbness began. He also reported coupling or communication issues with his implantable neurostimulator and noted that his external recharger could not locate his device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.